Manufacturer narrative:
This case seems linked to a granuloma. Granulomas are known and widely documented effects in the context of hyaluronic acid filler injections. They are caused by a delayed immune reaction of the body in response to the implant being treated as a foreign body. As it is unable to eliminate the implant, the body surrounds it with immune cells (macrophages) forming a more or less hard and inflammatory mass. Symptoms can be fully resolved with appropriate medical treatment. The risk of such reaction is mentioned in the instructions for use of teosyal products.

Event description:
The event occured outside of the us, in (B)(6). According to the received information, the patient was injected with 0.5 ml of teosyal rha 4 in the cheeks and oral commissures on (B)(6) 2020. On (B)(6) 2021, the patient experienced swelling with associated granulomas in moderate intensity in the marionette area. 3 days later, the swelling appeared in the cheeks, with moderate intensity. The patient was prescribed oral steroids on (B)(6) 2021, in reducing doses every 2 days, and antibiotics for two weeks. Intralesional steroids were also injected into the marionette granulomas. This led to partial resolution on the left side and complete resolution on the right side. On (B)(6) 2021, the swelling in the cheeks had reduced. The patient started led therapy. On (B)(6) 2021, we were informed that an ultrasound had been performed and confirmed the diagnosis of late onset granulomas. On (B)(6) 2021, the patient received a hyaluronidase injection of 300iu in the cheek and marionette areas. On (B)(6) 2021, all symptoms were fully resolved.